Event description:
The following has been reported: nurse reported: rn had ns IV line, emend IV piggyback was connected to distal y-site and when emend 30 min infusion completed, removed the emend line, ns fluid started leaking/spraying out of port. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.